Event description:
It was reported that there was a lead alert for high right ventricular (rv) lead and superior vena cava (svc) lead impedance. A fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).